Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during the intraocular lens (iol) implant procedure, upon advancing the lens the plunger tip did not stop following the release of the speed lever. The lens was unable to be injected into the eye. Additional information has been requested.

Manufacturer narrative:
Additional information provided in d.9. , h.3. , h.6. And h.11. Corrected information provided in d.4. The device was received loose inside the carton. The plunger is advanced outside of the nozzle tip and is advanced under the lens. The lens is advanced at the wound guard. Solution is observed in the device. The lever is moving freely. The device is taken apart for further testing. No damage observed to the internal parts including valve o-rings. Device sent to vendor bray for further analysis; no damage or other findings to report. The device was reactivated and the plunger advanced with no issues. No root cause identified as the reported complaint could not be confirmed, no damage was observed to the internal parts of the device, the device was reactivated and the plunger advanced with no issues. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).